Event description:
A product issue has been reported with our mevatron md - 2 linear accelerator, in the abundance of caution this issue is being reported. System was able to power on and was able to irradiate in treatment mode with the wrong field size after the initial "89 jaw x2 motion" error. There was no injury reported. Initial risk analysis is complete. Initial corrective action decision is complete.

Manufacturer narrative:
Risk assessment indicates: severity 3 (potential mistreatment due to mis-calibration of jaws for one fraction). Probability e (improbable). Corrective action - (B) (4) issued.